Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion, per procedure paperwork. A new boston scientific device was successfully implanted, with no adverse patient effects reported. This explanted device was returned for analysis.

Manufacturer narrative:
Initial analysis discovered that the device's battery capacity was less than expected. This event will be updated as additional information becomes available.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report. This event will be updated if any additional information becomes available.